Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found one haptic bent and a piece of the other haptic torn off and missing. The lens was returned dry and there was evidence of clear residue. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cq2015a collamer three piece lens, +19.0 diopter, was not used due to had trouble loading the lens. There was no patient contact. The reporter was unable to provide any additional information.

Manufacturer narrative:
Additional information received - the reporter indicated the surgeon loads all the three piece lenses and this lens would not load properly. The proper cartridge and injector were used and another same power three piece lens was used. The collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lenses are generally indicated for primary implantation for the visual correction of (B)(4) in persons 60 years of age or older in whom a cataractous lens has been removed by cataract extraction. Claim # (B)(4).